Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspections. System lock was verified. The electrode condition caused an impedance value to be out of range. The scanning electron microscopy (sem) analysis of the electrode array revealed damage to the parylene coating on an electrode within a contact pad. This is believed to have occurred during revision surgery. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: d.6b, h.6. The recipient was reportedly prescribed antibiotics (type unknown). On (B)(6) 2025 the recipient underwent skin graft surgery. The recipient is healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient has reported with device extrusion and an infection around the implant body. A skin grafting surgery has been scheduled.

Manufacturer narrative:
Additional information: section b.3, d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections d.6b, h.6. The recipient's wound became infected and did not properly heal. The recipient's device was explanted. The recipient was not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's wound fully healed and no signs of infection were observed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.